Event description:
It was reported that the patient presented during the generator change procedure. Upon interrogation, the atrial lead exhibited noise. The atrial lead was capped and replaced on (B)(6) 2022. No patient consequences.